Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as part of the inspection. The connections were re-seated as a precaution and the nuts on the battery post were checked. The reported issue could not be confirmed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that paramedics responded to a cardiac arrest and the unit was powered on while getting the accessories ready for the patient. Paramedics noticed that the device had shut off. They powered back on and continued prepping the patient and noticed once again the device powered off. Unit was once again powered on for the 3rd time the unit and was able to successfully deliver therapy shock. Return of spontaneous circulation was obtained on route to the hospital. This issue is patient related; however there was no adverse event reported.

Event description:
The customer reported that paramedics responded to a cardiac arrest and the unit was powered on while getting the accessories ready for the patient. Paramedics noticed that the device had shut off. They powered back on and continued prepping the patient and noticed once again the device powered off. Unit was once again powered on for the 3rd time the unit and was able to successfully deliver therapy shock. Return of spontaneous circulation was obtained on route to the hospital. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the device logs and confirmed 3 events in which the device powered off unexpectedly. None of these power offs followed a high current function. The manufacturing year of the two batteries at the time of the event were 2013 and 2017. Per the lp15 operating instructions: "physio-control recommends that batteries be replaced approximately every two years." Both batteries were past their recommended replacement dates and therefore the likely cause of the reported issue was failure to replace the device batteries at a regular interval.